Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on (B)(4)2014. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, a visual examination showed a breach in the housing which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the housing on her transformer starting melting and had a burning smell. The customer stated there was no hole in the transformer housing.